Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion, no capture and difficult interrogation.